Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with mentor smooth round moderate profile 425cc saline breast implants which the report indicated the implants were expired. The issue was not confirmed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 1/28/2020 , mentor became aware that on initial submission report the below items unintentionally reported incorrect: correct date of implantation is (B)(6) 2019. Correct patient identifier is na. Correct patient code is 2692(off label use), the other two (2645, 2199) are incorrect. Correct conclusion codes are: 192, 19:(shelf life/expiration date exceeded, cause trace to user. Note: device was not distributed as an expired product manufacturer¿s reference number: pc-000617891

Manufacturer narrative:
On 01/14/2020 mentor became aware that unintentionally reported the procedure as unknown breast surgery, the correct procedure was unknown breast augmentation. On 01/17/2020, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).